Event description:
An altitude alarm was reported by the customer, causing the suspension of insulin delivery. There was no adverse impact to the customer¿s blood glucose level, which did not exceed 500 mg/dl. Technical support instructed the customer to clean the speaker holes on the pump and reconnect the cartridge, subsequently resolving the issue as the pump resumed normal operation without further alarm recurrence.